Event description:
It is reported that the stent couldn't pass the lesion. Filterwire (boston scientific) was used with. Analysis of the returned device indicated that the stent was detached and not included.

Manufacturer narrative:
It is reported that the stent couldn't pass the lesion in the carotid artery described as tortuous with a tight stenosis. No anomalies were noted before the procedure and the device prepped normally. Another precise stent (same length with smaller diameter) was used to successfully complete the procedure. The returned device was missing the stent. Multiple attempts have been made to gather additional information as to when the stent might have dislodged. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A non sterile 10x30mm precise pro rx was received coiled inside a plastic bag. The inner shaft was received in deployed position. The stent was not returned. The hemostasis valve was received closed. The od of the distal outer sheath, and the maximum od of the catheter tip were measured, and all measurements were found within specifications. The inner shaft was re-sheathed without difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to cross could not be confirmed during analysis. Therefore, and given that the product was found dimensionally and functionally correct, no corrective actions will be taken at this time. With the limited amount of information available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.